Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a full battery depletion resulting in a pump stop. A specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from 08dec2024. The mobile power unit (mpu) powering the device eventually depleted in battery, and the controller backup battery (ebb) began to support the system. A no external power hazard alarm became active for the duration of the file. The ebb powered the system until it also depleted, and the pump powered off and remained off for the duration of the file. There was no user response captured in the file, and a specific cause for the batteries being allowed to deplete could not be conclusively determined. The pump appeared to function as intended at the fixed speed prior to the battery depletion event. It was reported that the patient was found deceased at home with the ventricular assist device pump off on (B)(6) 2024. It was communicated that the cause of death was unknown, and the device operated as expected prior to the event. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's nephew found them unresponsive and the clinic was notified. The patient was found with no power connected, the mobile power unit (mpu) was plugged into the outlet and a battery was in the battery clip on the nightstand with another battery on the floor. The clinic was unable to send log files when asked to interrogate the system controller. The patient's nephew then returned the patient's system controllers to a different clinic who submitted the log files for analysis. The cause of death was unknown. It was unknown if the death was device related. The device operated as expected per the log file report. No products would be returned. It was unknown if the mpu had a v-lock connector on the ac power cord. It was unknown if the ac power cord came loose from the back of the unit. It was unknown if any environmental factors involved as the information was not provided by the family. The only information that was known was provided by the family. The only thing provided was the system controller with log files because the other center declined to access the log files.

Event description:
It was reported that patient was relocated to a new clinic in (B)(6) after being implanted in (B)(6). It was reported to the ventricular assist device (vad) center that the patient was found deceased at home with the vad pump off on (B)(6) 2024. The patient's system controller was shipped back to the implanting center for interrogation to identify possible cause or timing of the incident. The log files were reviewed and captured random power cable disconnect and low voltage advisory events on 08dec2024 at 03:05 to 04:10 while on the mobile power unit (mpu) power. There looked to be a weak connection between the white system controller power lead and patient cable. On 08dec2024 0552 it appeared that there was a loss of power to the mpu resulting in low voltage hazard/no external power events which enabled the emergency backup battery (ebb) in the system controller. These events lasted until 08:02 when the vad turned off when the ebb was depleted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.